Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction/stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008. One target lesion with in-stent restenosis, ostial lesion, with mild calcification and mild tortuosity; no predilatation was done. Three promus stents were implanted, which were overlapped, to treat this lesion, a 3.5 x 23 mm, a 3.5 x 12 mm, and a 3.0 x 15 mm. The pt was discharged two days later. The pt was discharged on dual anti platelet medication including aspirin and clopidogrel. The pt did not have any angina at the time of discharge. The pt experienced a myocardial infarction (mi) and subsequently underwent a second target vessel revascularization for restenosis the following year, and was treated with the placement of another company's stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the EU.

Manufacturer narrative:
Myocardial infarction and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Mi, restenosis and elevated cardiac enzymes are listed in the risk assessment as no fault post procedural complications. Possibly the elevated cardiac enzymes and myocardial infarction are secondary effects of the restenosis which was treated with pti. A conclusive cause for the reported pt effects and the relationship to the products cannot be determined. The other two promus everolimus eluting coronary stent systems are being filed under the same MFR number.